Manufacturer narrative:
Philips investigated this complaint. According to the information collected the customer was unable to perform cine, however, the procedure was successfully completed using fluoro store function. The philips field service engineer (fse) visited onsite and confirmed that the system gave an error message stating storage was full and customer was no longer able to use cine function. To resolve the issue, the ippc (image processing system) was replaced in another case. Following the replacement of the ippc (image processing system), the system was returned to use in good working order. The codes have been updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert indicating the image processing computer was unable to boot up, preventing cine. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.